Manufacturer narrative:
One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the returned controller revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed two (2) vad stopped alarms logged on (B)(6) 2016 indicative of a disconnection of the driveline from the controller. In addition, log analysis showed two (2) critical battery alarms and several occurrences of premature power switching prior to the 25% threshold. These premature switching events and alarms were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. Battery bat107507 was not tested; based on the results of the internal investigation, field action, and nir-d03049, no additional investigation of this event is required at this time. The most likely root cause of the reported vad stop alarm may be attributed to a disconnection of the driveline from the controller. The most likely root cause of the reported critical battery alarm may be attributed to a communication error between the controller and the batteries. This is two of two reports (3007042319-2016-01014 and 01015) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
X-ray- driveline appears intact. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Log file analysis review date: 02/06/2016; log dates through 01/23/2016 to 02/06/2016: normal power consumption. Additional notes: 1 suction alarm was logged on (B)(6) 2016 at 03:22:14. 23 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 2.2 lpm. 1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2016 at 21:03:33. 2 vad disconnect alarms have been logged on (B)(4) at the following times: (B)(6) 2016 at 22:01:49. (B)(6) 2016 at 17:40:49. One (1) critical battery alarm was logged on (B)(4) on (B)(6) 2016 at 21:55:24. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported from the site by the coordinator that the patient experienced a vad stop alarm after controller didn't recognize battery connections on (B)(6) 2016. On (B)(6) 2016, patient began having frequent low flow alarms that resolve with movement. Log files were attached. According to the coordinator the "patient had low flow alarms and critical battery alarm (audible and visual) with 3 battery bars on one battery and 4 battery bars on the other battery. It was stated that the patient performed an elective controller exchange." No additional information provided. Investigation is ongoing.